Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. Additional information: b1: "product problem" is not applicable. B5: new information has been entered. H6 - medical device problem code: has been changed from 3283 to 2017.

Event description:
Additional information was received that the patient did not recharge the ipg as recommended and the ipg became inoperable. Surgery may occur to address the issue.

Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
It was reported that the patient lost therapy and the ipg was inoperable. Surgical intervention may occur to address the issue.